Event description:
The surgeon attempted to implant a lens but it was torn by the injector. The injector plunger was off center and overrode the lens while it was being ejected. There was no pt contact or injury. The facility stated the cause of the lens tear was the injector. An msi-pr injector and an mtc60c fp cartridge were used but the facility was unable to recall the lot numbers. The facility was unable to provide the pt's weight.